Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on an undisclosed date. During the procedure, a sling and an align urethral support system were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria and urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a total vaginal hysterectomy with bilateral salpingo-oopherectomy, paravaginal defect repair, uterosacral vaginal vault colpopexy, and rectovaginal septum repair with graft due to small midline hernia, incomplete uterovaginal prolapsed, grade ii cystocele, grade iii rectocele, and sui. It was reported that following insertion the patient experienced pain, infection, and bleeding.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 concurrently with bard align sling. It was reported that patient experienced discomfort, severe pelvic pain, back pain, incontinence, inflammation, infections, vaginal bleeding, and vaginal discharge.